Event description:
It was reported that patient presented for a routine generator change. Prior to the procedure upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. The noise was reproducible with isometric movements. The lead was capped and replaced on (B)(6) 2024. Th patient was stable.